Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pockets c1 and c3 had failed but did not identify which drawers were affected. A field service engineer (fse) found no failures, and the screen reflected no errors. Without additional information, the fse was unable to proceed with targeted repairs. The customer had no knowledge on which drawer was the failure point. The customer would monitor and the service restored. The fse performed the hardware test application (hta) tests and verified functionality. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxillary cubies in the same row would recover but continued to cause an error, technician was unable to fully recover the pockets. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.